Event description:
It was reported that, when a patient fell down, a system one bipolar cup dissociated from a head. Therefore, he had a revision surgery to replace the bipolar cup.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device did not show any damage and is unremarkable. The investigation concluded that there is no indication that the event was related to device design, materials, or manufacturing. The reported disassociation was likely caused by the trauma (fall) that the patient reportedly experienced. No further investigation for this event is possible at this time. Product surveillance will continue to monitor for trends.

Event description:
It was reported that, when a patient fell down, a system one bipolar cup dissociated from a head. Therefore, he had a revision surgery to replace the bipolar cup.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. When completed, the evaluation summary will be submitted in a supplemental report.